Event description:
On 2012, the reporter contacted lifescan USA, alleging missing mini usb cable and ac adapter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement product was sent to the patient.